Event description:
Subject had implantation of bilateral deep brain stimulators for parkinson's disease. At one month, subject presented with purulent drainage of bilateral post-auricular incisions, in addition to reddened edema at bilateral pulse generator sites. Subject was admitted for antibiotic therapy and removal of infected implants. Cultures were taken of the surgical sites. Subject will be discharged home on ceftazidime IV antibiotic therapy for a period of 5 days post-discharge. With the deep brain stimulator in place and functioning, the subject had good to excellent relief of parkinson's symptoms. Dyskinetic movements, balance and gait had improved dramatically. Subject has now returned to pre-stimulator parkinsonian state.